Manufacturer narrative:
Physio control continues to investigate the reported event.

Event description:
It was reported that when the device power source is changed from ac to battery, there is a splash screen and the device turns off. The service light was illuminated and the device fails to power on with battery source. There was no report of patient involvement with the incident.